Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had stopped following a ¿continuous utilization since the last recharge¿. The patient experienced no parasthesia and a reappearance of their pain. Medical intervention of analgesics (morphine-like, 200 mg, level 1) and antidepressants were noted. The ins was then explanted and replaced with a new rechargeable model. The event was reported as recovered as of (B)(6) 2013. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Event description:
Additional information received from the healthcare professional (hcp)of a foreign clinical study reported that the battery was discharged due to lack of charge. It was noted normal battery depletion but complete, consequently stimulator unusable.

Manufacturer narrative:
Product ID: 3586, serial# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).